Event description:
It was reported that the pump's usb port was bent, resulting in difficulties charging the pump. The pump subsequently shutdown. Customer's blood glucose level was 760 mg/dl and they experienced chest pain and nausea. Customer administered a manual injection to address the issue and went to the emergency room (ER) with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later, on (B)(6) 2024, with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.